Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.

Manufacturer narrative:
Per data log review: the system was powered up on (B)(6) 2022. The system was used many times but left powered on. On (B)(6) 2023, the ccm reported an 'error process gui died' event and would have displayed a 'system computer needs service' message. Most likely leaving the system powered up for over three months caused the issue. The log confirms the complaint. The field service representative (fsr) did not duplicate the reported complaint. After looking at the system logs, the issue was determined to be caused by the system being left on and not being rebooted since the preventative maintenance (pm) visit in (B)(6) 2022. Release testing was completed and confirmed that all voltages of the central control monitor (ccm) were within the acceptable range. The unit operated to the manufacturer's specifications.